Event description:
It was reported that the system had cine not available error at boot up, which prevented cine from working. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.